Event description:
It was reported that intra-operative the patient experienced perforation, tamponade, and pericardial effusion during implant of a leadless implantable pulse generator (ipg). A drain was used. Rescue was attempted. It was reported that the patient expired. Cause of death was given as cardiac tamponade.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.